Event description:
It was reported that the fluid warming device had an impaired display. No patient involvement or adverse affects. Device was found in storage areas.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked tank cover and liquid crystal leakage in the lcd (liquid crystal display). The customer stated problem was duplicated. A third of the lcd is blacked out due to impact, confirming the customer complaint. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem was traced to the customer improper handling of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: e4: correction: customer reported to FDA: no information.